Event description:
Alcon intraocular lens with manufacturer scratch defect noted on posterior face of optic immediately after injection, scratch was so significant that explantation was required. FDA safety report ID# (B)(4).